Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device can not pass the self test. There was no patient involvement.

Manufacturer narrative:
(B)(4)

Event description:
It was reported to philips the device can not pass the self test. The symptom was further clarified as the device intermittently won't pass opcheck with a pads/paddles ECG failure. There was no patient involvement.